Event description:
Information was received indicating that during testing the pump exhibited a constant "cassette not attached properly, reattach cassette" alarm. No adverse patient effects were reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Dso (downstream occlusion) sensor was not operating as intended and it was replaced. The cause of the reported problem could not be determined. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR (device history review) is not required. Service review identified this device has not been in for service previously.